Event description:
On (B)(6) 2012, pt requested education on adjusting her basal rates for an upcoming knee surgery. She also reported she was previously hospitalized for a hypoglycemic event. Pt reported she ate, went shopping, and felt good during the day on (B)(6) 2012. She then went home and lost consciousness around 4:00 p.m due to hypoglycemia. Her neighbor found her and called 911. The paramedics transported her to the hospital and by this time, she had regained consciousness and her blood glucose was 44 mg/dl. She was treated with an IV and given a sandwich to eat. She was released from the hospital around 12;45 a.m on (B)(6) 2012, and her blood glucose was 560 mg/dl at the time. She went home and delivered a bolus to decrease her blood glucose. Her blood glucose returned to normal (approx 130-135 mg/dl) after 2.5 days and was normal at the time of the report. No allegations were made against the infusion device or related products, and she does not know what caused the hypoglycemic event. Pt was advised to change the adapter with every 10th cartridge. Her basal rates have been decreased by her healthcare professional since this event. No product will be returned for eval.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.